Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.

Event description:
New information received states that another instance of non sustained rv oversensing due to post paced t wave oversensing was observed. Further programming changes were recommended. The patient was stable and will be brought into clinic at the earliest convenience.